Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that intra-operatively, the surgeon was auto-registering a supine patient with a shoulder roll and their head in the lateral position during the procedure and the images came across with the sagittal and coronal flipped. The axial was fine. The exams were going to merged with an magnetic resonance imaging (MRI) which had all the proper orientation. While in the merge screen, a manufacturer representative noticed the images were wrong. The representative attempted to re-orient the images but was unsuccessful. The representative went back to the images acquisition to take an additional spin and combine that spin into the original patient. The site re-positioned the patient to with the head in a medial position and removed the shoulder roll. At this point, the patient now had three exams, one MRI and two navigated spins. The representative attempted to merge the new spin and was successful doing so. The site proceeded into navigation and the images were backwards; the surgeon would navigate the left side of the patient and the system was tracking on the right and vice versa. The representative went into the surgeon preferences and flipped between the standard and radiographic setting with no success. They went into the images screen and there was a "mirrored orientation" caution on the images. The surgeon then traced the patient and proceeded with the case. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. A manufacturer representative reported that while troubleshooting after the fact, they were unable to replicate the behavior.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Coding updated to reflect system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that the issue had not re-occurred.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Archives were reviewed and showed no indication of a software anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there were no unused spins.